Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's blood glucose went high. Caller stated that the battery failed. Customer's blood glucose was 460 mg/dl at the time of the incident. Customer's current blood glucose was 90 mg/dl. Customer treated manually. Caller declined further high blood glucose troubleshooting and stated that she will change everything. Caller stated that the customer had a battery out limit alarm, low reservoir alert, bad battery alert, and no delivery alarm. Caller was assisted with reprogramming the time, date, and fixed prime. Caller was advised that a replacement battery cap will be sent. Caller was also advised to monitor the pump.